Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract when button was engaged. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. A button was pressed to activate the safety function, but the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-jul-2023. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 18ga x 1.88in. Insyte autoguard unit. Additionally, 4 photos were provided. Functional testing was performed, and the unit failed to retract as reported. The button was able to fully activate but the cannula did not retract. Further microscopic analysis discovered adhesive had overflowed between the needle hub and the grip, preventing the needle from retracting. The reported defect was confirmed and determined to be manufacturing related. During manufacturing, adhesive is dispensed into the hub to secure the cannula. A station misalignment may cause the adhesive to pour on the outside of the hub which can then flow in between the needle hub and the grip or the button. This may cause partial/slow/ or no retraction. A vision system software is in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract when button was engaged. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. A button was pressed to activate the safety function, but the needle was not retracted.